Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons on the insulin pump like act and up and down arrow keys were sticking, were hard to push and acted like they did not connect. She also reported that the battery life was diminished. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify charge/battery last less than expected.